Manufacturer narrative:
This report is submitted on october 22, 2021.

Event description:
Per the clinic, the patient experienced an infection (specific date not reported) at implant site and subsequently was treated with topical antibiotics (specific date and duration not reported) however, the issue did not resolve. The device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 16. 2022.